Manufacturer narrative:
Zimvie complaint number (B)(4). A4: weight unknown / not provided customer has indicated that the product is in process of being returned to zimvie for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the implant at an unknown tooth site was removed due to peri-implantitis. A loss of integration was noted after implant mobility was discovered during examination. The patient experienced slight pain. Symptoms as a result of the event: pain.